Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, concern regarding sherlock 3cg devices. Specifically regarding powerpicc placement when using 3cg, customer noticed p waves with no deflection upon placement, but when chest x-rays are completed they are finding that the piccs are placed ¿deep¿ and often in the right atrium or deeper. Additional info: the PICC was placed on (B)(6) 2024 with optimal PICC tip positioning via 3cg tcs and no p wave deflection and due to suboptimal PICC tip placement which was found via chest x-ray after the patient began experiencing cardiac ectopy this patient required the PICC to be removal on (B)(6) 2024. No other information was provided.